Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps stopped grasping properly, and a broken cable was displayed on the screen. When the forceps were removed from the robotic arm for inspection, the cable was indeed broken. As the procedure was nearing completion, the surgeon continued the surgery with the forceps already in use, opting not to open another one. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.